Event description:
It was reported that some months after implantation of the catheter, the patient experienced severe pain, especially in the area of the heart, as well as cardiac dysrythmia. After several examinations, the patient was again sent to the hospital. After an x-ray examination, the treating physician noticed that the catheter tore inside the body and a piece of the tubing, 8cm in length had migrated toward the heart, but became stuck in the right atrium of the heart.

Manufacturer narrative:
The manufacturer has received the sample and it will be evaluated. Results are expected soon.